Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to procedure, lead could not be screwed out. A new lead was implanted. Patient has recovered.